Event description:
The flow rate on all three channels is slow. Information was not provided regarding whether or not the failure occurred during a patient infusion. There have been no reports of any patient incident involving this pump.

Manufacturer narrative:
The pump is in the process of being evaluated. This report represents all information known by the reporter at this time.